Manufacturer narrative:
(B)(4). An exhalation flow sensor was returned for investigation. A visual inspection found no anomalies. The unit was installed into a test ventilator for analysis. The device passed all tests and calibrations, including 02 sensor calibration and no errors were observed. The ventilator was put into ventilation mode for a minimum of 24 hours and no failures, error codes, or alarms occurred. The returned exhalation flow sensor was found to function as intended, and the customer reported malfunction was not verified.

Event description:
A report was received stating the ventilator experienced a device alert which caused the ventilator to stop ventilation of the patient. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the exhalation flow sensor, which resolved the reported issue. The ventilator passed calibrations and self-tests.